Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the batteries and confirmed the cs300 iabp now passed the run time test. The iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
A company service territory manager (stm) reported that during preventive maintenance on a cs300 intra-aortic balloon pump, the battery short run time test did not pass. No patient involvement or adverse event was reported.